Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 40 mg/dl. The customer was treated for their blood glucose by paramedics but did not provide the form of treatment. The customer did not troubleshoot the issue. The customer did not return the product back for analysis. The caller's line was disconnected and no further information was provided. Customer was called back but there was no answer.